Manufacturer narrative:
Additional information was received and noted that the impella device was explanted with a survived patient outcome. Further information per case wrap notes indicated the left ventricle recovered, and the right ventricle assist device remained for right ventricular support. D.6b: explant month, day and year were updated accordingly. E.1 zip code extension was added as it was inadvertently omitted from the initial manufacturer report that was submitted.

Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Post procedure narrative: on (B)(6) 2025 - loss wire access in lv on initial insertion requiring removing pump and rewiring ventricle. The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The plan was to originally place the patient on bipella support: impella 5.5 and an impella rp flex. However, the patient decompensated on anesthesia induction prompting extracorporeal membrane oxygenation (ECMO). The impella 5.5 was inserted and post implant, guidewire access in the left ventricle was lost on initial insertion requiring removal of the pump and wiring the ventricle. The patient was noted to be in stable condition following the event and currently on impella mcs and ECMO support. Impella rp implant was noted as possibly for a later time within the said week.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, positioning issue, during the initial insertion, guidewire access was lost in the left ventricle followed by removal of pump and rewiring the ventricle. The root cause of positioning issue is determined to be use issue because of lost wire access and later pump removed and rewired into ventricle. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.